Event description:
This complaint was initiated upon receipt of voluntary medwatch #: 4003738. Info provided by the FDA indicates taht a pt with pancreatic cancer had a biliary and ouodenal wallstent placed for therapeutic treatment. The stents were functioning without issue for six months prior to the start of high dose chemotherapy. The info identifies the use of high dose chemotherapy with 5fu in a clinical trial setting which allegedly resulted in a disintegration of the stents with a back up of bile and bleeding. The info indicates that the stents were made by boston scientific, however there is insufficient info provided to perform an appropriate investigation. Boston scientific has multiple manufacturing sites for both biliary and duodenal plastic and metal stents. No info was provided that would permit identification of what type of stents were utilized. Consequently, company is unable to perform any investigation. No product has been returned for evaluation.